Event description:
It was reported that insulin pump had cracks at battery compartment and customer is not sure how damage occured. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit seatted at the beginning of motor travel during displacement test without reservoir, due to excessive dry substance at motor slider. Unit received with cracked case at display window corners. Unit received with broken battery tube threads. Unit received with minor scratched lcd window.